Manufacturer narrative:
The samples were retested by (B)(6). Primary tube #1: 252.0 pmol/l. Primary tube #2: 52.8 pmol/l. Primary tube #3: 38.4 pmol/l. Primary tube #4: 34.8 pmol/l. Aliquot tube #5: 288.0 pmol/l a specific root cause could not be identified. The difference in the results by (B)(6) and the elecsys estradiol iii assay may be due to the method-specific ranges, standardization, and /or traceability. The intra-method differences in the results may be due to a sample mix-up, contamination, or poor quality, possibly due to improper preanalytics. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. A general reagent issue is unlikely, but not excludable.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient. Four primary serum tubes were collected from the patient and an aliquot was made from one of these primary tubes. The initial result was 2702 pmol/l and was reported outside of the laboratory. It is unknown which primary sample tube was tested. The doctor called the laboratory because he did not believe the result. Repeat testing was performed and the results were 18.35 pmol/l with a data flag, 358.6 pmol/l, and 347.3 pmol/l. Additional testing was performed on all four primary tubes and the aliquot: primary tube #1: 344.7 pmol/l. Primary tube #2: 18.35 pmol/l with a data flag. Primary tube #3: 18.35 pmol/l with a data flag. Primary tube #4: 18.35 pmol/l with a data flag. Aliquot tube #5: 364.4 pmol/l. The reagent lot number was 21731300 with an expiration date of 28-feb-2018. There was no allegation of an adverse event.